Manufacturer narrative:
This event was discovered when pmt initiated a voluntary, proactive, chart review of over 400 patients to explore and collect data regarding the clinical performance of pmt devices in real-world use. In this case, the event was not reported as a complaint by the customer and there was no device defect or malfunction related to the device at the time of surgery. A (B)(6) year-old male patient with history of multiple previous cervical spinal surgeries underwent successful circumferential fusion at c6-c7. At 153 days post-operatively, the patient experienced a trauma involving a facet fracture and collapsed joint. The surgeon attempted to remove and replace the cage because the trauma had caused the cage to be dislodged, but the collapsed facet joint prevented replacement so the cage was removed and not replaced. The patient is doing well and no subsequent issues have been reported.

Event description:
(B)(6) year-old male patient with history of multiple previous cervical spinal surgeries underwent successful circumferential fusion at c6-c7. At 153 days post-operatively, the patient experienced a trauma involving a facet fracture and collapsed joint. The surgeon attempted to remove and replace the cage because the trauma had caused the cage to be dislodged, but the collapsed facet joint prevented replacement so the cage was removed and not replaced. No device defect or malfunction was reported by the surgeon.